Event description:
The initial reporter received questionable elecsys tsh, elecsys tsh v2, elecsys ft4 iii, elecsys ft3 iii and elecsys ft3 iii ver. 2 assay results for three patient samples tested on the cobas e 801 module with serial number (B)(4). It is unknown if the initial results were reported outside of the laboratory. The hospital asked that the samples be remeasured because the tsh, ft4, and ft3 results did not match each other. The patient's sample was sent to an investigation site that uses a cobas e 801 with serial number (B)(4) and a cobas e 411 with serial number (B)(4). The ft3 iii v2 reagent lot number used at the investigation site's e 801 is 575688 with an expiration date of 31-jan-2023. The ft3 iii v2 reagent lot number used at the investigation site's e 411 is 567499 with an expiration date of 30-nov-2022. The patient's sample was also sent to an outsourced laboratory that uses an abbott architect with an unknown laboratory method. Refer to the highlighted sections of the attachment in the medwatch for the questionable patient results. This medwatch is for the ft3 v2 assay. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay, medwatch with patient identifier (B)(6) for the tsh v2 assay, medwatch with patient identifier (B)(6) for the ft4 assay and medwatch with patient identifier (B)(6) for the tsh assay.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data from the investigation site did not indicate any issues. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and differences in reference materials/methods, and the standardization methodology used. Based on the data provided, a general reagent issue can be excluded. An interfering factor can also be excluded.